Event description:
The customer reported that the system displayed a stator on error message. This error message may cause the system to shut down un-commanded. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cap module was replaced. The system was then found to be operating as intended.